Event description:
Cause: possible cause is the tip of the im nail was resting in a high stress area of the proximal femur when a force (fall, hit from the side) acted on the femur causing the fracture. No further info is available. Fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however no one can predict a non-union, a failure or an accident. Therefore no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect.